Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that deviated from the instructions for use (IFU). The foreign material could not be further identified. The IFU operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Event date is (B)(6) 2023. The returned device was evaluated. It was observed that there was presence of foreign material clogging the nozzle. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; connecting tube has a discoloration and a scratch; objective lens has discoloration and a scratch, due to which the image has dark area partially; universal cord is sticky; scope connector is dirty due to water leakage; due to damage on zoom of charge couple device (ccd), zoom does not work smoothly; control unit has discoloration; adhesive on distal end rubber coating (a-rubber) has a chip; and switch box, forceps elevator knob, forceps elevator lever, right/left knob, up/down knob, scope cover unit, flexibility adjustment ring, protector of universal cord, universal cordgrip, scope connector have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This an olympus repair loaner asset that was returned by the customer after use with no reported malfunction. There is no patient involvement, and no harm reported to any patient or healthcare professional. The device was cleaned, disinfected, and sterilized before being returned. The foreign material adhering to the device was not known. It is not possible that the device with the presence of foreign material was used in a procedure. Upon evaluation of the returned device, the presence of foreign material clogging the nozzle was observed. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the presence of foreign material in the nozzle as observed during device evaluation.